Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat at totally occluded lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 1.5 x 12 mm mini trek balloon was advanced for pre-dilatation; however, the balloon ruptured during the second inflation, at 10 atmospheres (atm). The first inflation pressure is unknown. A non-abbott balloon was used to complete the procedure successfully. It was noted that prior to use, the balloon was submerged in saline, and air-bleeding was performed. There was no resistance during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.